Event description:
Customer's family member reports that customer was in serious motorcycle accident and is in a coma. Customer was wearing pump at time of accident. Downloading was attempted but could not be completed successfully.